Event description:
It was reported that the patient had presented to the hospital for a post-operative chest x-ray. The chest x-ray revealed that the right ventricular (rv) lead had been dislodged and showed loss of capture. The rv lead was successfully repositioned on (B)(6) 2026. There were no patient consequences.